Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a cystoscopy, left retrograde pyelogram, left ureteral double j stent and holmium laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p100 watt console with laser settings of 0.8 joules, 8 hertz, 6.4 watts and 1.0 joules, 40 hertz 40 watts. According to the complainant, during the procedure, the physician noted that the laser fiber stopped working in the middle of the case. The scrub technician went to tighten the fiber connector and felt that the connector was extremely hot and she sustained a first degree burn on her distal phalanx on the palmar surface of the thumb, index and middle finger of her right hand. Reportedly, the burn injury was treated with bacitracin ointment and dressing. Naproxen was recommended for pain on the first visit to the emergency room. On the second visit to the emergency department for possible electric shock injury (reporting deep forearm pain and numbness) - dilaudid oral was prescribed for pain, and referral to vanderbilt burn center obtained. The procedure was not completed due to this event. There were no adverse patient effects a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Patient code 1757 - burn is used to capture the user burned injury. Patient code 1994 - pain is used to capture the user injury. Patient code 2554 - electric shock is used to capture the user injury. Block h10: the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: b5, h6 (patient codes) have been corrected.

Event description:
It was reported to boston scientific corporation on november 20, 2018 that a flexiva 200 tractip laser fiber was used during a cystoscopy, left retrograde pyelogram, left ureteral double j stent and holmium laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p100 watt console with laser settings of 0.8 joules, 8 hertz, 6.4 watts and 1.0 joules, 40 hertz 40 watts. According to the complainant, during the procedure, the physician noted that the laser fiber stopped working in the middle of the case. The scrub technician went to tighten the fiber connector and felt that the connector was extremely hot and she sustained a first degree burn on her distal phalanx on the palmar surface of the thumb, index and middle finger of her right hand. Reportedly, the burn injury was treated with bacitracin ointment and dressing. Naproxen was recommended for pain on the first visit to the emergency room. On the second visit to the emergency department for possible electric shock injury (reporting deep forearm pain and numbness) - dilaudid oral was prescribed for pain, and referral to vanderbilt burn center obtained. The procedure was not completed due to this event. There were no adverse patient effects a result of this event. Additional information received on 08jan2019: the scrub technician continues to be on medical leave and has filed a workers compensation claim. The user sustained burns were first degree and have healed. The scrub technician has had an emg completed resulting in no indication of injury. She is receiving physical and occupational therapy for right shoulder, clavicle, and upper arm pain. Sensory assessment for discrimination is inconclusive and there is an allegation of lack of grip strength.

Manufacturer narrative:
Problem code 1437 captures the reportable event of fiber connector overheats. Patient code 1757 - burn is used to capture the user burned injury. Patient code 1994 - pain is used to capture the user injury. Patient code 2554 - electric shock is used to capture the user injury. Patient code 1967 - muscle weakness is used to capture the user injury. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 120.7 cm from the top of the connector to the break. The second piece measured approximately 197.1 cm from the break to the tip. The exposed glass portion of the tip measured approximately 0.3 cm and is consistent with a fracture. The remainder of the distal tip was not returned. The conclusion code selected for the tip detachment is adverse event related to procedure. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure, resulting in the connector overheating and confirming the complaint. The conclusion code for fiber broken within the connector is adverse event related to procedure. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch. Additional information received on 08jan2019. B5, h6 (patient codes) have been updated.

Manufacturer narrative:
Problem code captures the reportable event of fiber connector overheats. Patient code (B)(4) burn is used to capture the user burned injury. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a cystoscopy, left retrograde pyelogram, left ureteral double j stent and holmium laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p100 watt console with laser settings of 0.8 joules, 8 hertz, 6.4 watts and 1.0 joules, 40 hertz 40 watts. According to the complainant, during the procedure, the physician noted that the laser fiber stopped working in the middle of the case. The scrub technician went to tighten the fiber connector and felt that the connector was extremely hot and she sustained a first degree burn on her distal phalanx on the palmar surface of the thumb, index and middle finger of her right hand. Reportedly, the burn injury was treated with bacitracin ointment and dressing. Naproxen was recommended for pain on the first visit to the emergency room. On the second visit to the emergency department for possible electric shock injury - dilaudid oral was prescribed for pain, and referral to vanderbilt burn center obtained. The procedure was not completed due to this event. There were no adverse patient effects a result of this event.